Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was returned peeling from the bottom of the ok button. During testing, all keypad buttons responded appropriately and had normal tactile feel. During investigation, there was no evidence of contamination found under the key contacts.

Event description:
The patient contacted animas on (B)(6) 2012 and stated that on (B)(6) 2012 the keypad buttons were starting to stick and peel near the ok keypad button, and required harder presses to elicit a response. The patient reportedly wore the pump under a garment, against the body and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.